Manufacturer narrative:
Concomitant medical product: 694965 lead implanted: (B)(6) 2006.

Event description:
It was reported that the patient heard the lead integrity alert (lia). The right ventricular (rv) lead had noise, oversensing, and a fracture. The rv lead was explanted and replaced. It was further reported that during the laser extraction of the rv lead, the right atrial (ra) lead was damaged and dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.